Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side exchange of textured devices due to product concern. Later, healthcare professional reported rupture. Device has been explanted.

Event description:
Healthcare professional reported right side exchange of textured devices due to product concern. Later, healthcare professional reported rupture. Device has been explanted.

Manufacturer narrative:
Photo evaluation: device photographs for the device related to the reported event of rupture / anxiety - product/ procedure was requested on march 04, 2025. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Anxiety - product/ procedure: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.